Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. The patient underwent revision surgery on (B)(6) 2013 to reposition the magnet. The implanted device remains.